Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow up MDR will be submitted. Concomitant medical products: item #: unknown, unknown cup, lot #: unknown, item #: unknown, unknown head, lot #: unknown, item #: unknown, unknown stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00511, 0001822565 - 2018 - 00514, 0001822565 - 2018 - 00515.

Event description:
It was reported a patient has been indicated for hip revision due to unknown reasons. Attempts have been made, and no further information is available.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.